Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was explanted due to frequent charging as the battery was not holding a charge. The patient is doing great post operatively. In accordance with facility policy the device was retained and will not be returned. Additional information received indicated the scs implantable pulse generator (ipg) explant reason remains unknown. The patient did great post operatively. The explanted device will not be returned.

Manufacturer narrative:
The devicesc-1200, serial number (B)(6) was not returned for analysis and the complaint as reported could not be confirmed. However, a review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: cause not established. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was explanted due to frequent charging as the battery was not holding a charge. The patient is doing great post operatively. In accordance with facility policy the device was retained and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was explanted due to frequent charging as the battery was not holding a charge. The patient is doing great post operatively. In accordance with facility policy the device was retained and will not be returned. Additional information received indicated the scs implantable pulse generator (ipg) explant reason remains unknown. The patient did great post operatively. The explanted device will not be returned.